Event description:
Baxter sales rep received report from customer on this set. Customer reported an incident where a leak occurred at the junction of the tubing and the micro-bore on this set. Pediatric patient was receiving hyper-al when this event occurred. No patient or injury or medical intervention has been reported at this time. No additional patient information is available at this time.

Manufacturer narrative:
Device has been requested for eval. If device is received and an eval performed, a follow-up report will be filed. Similar incidents have been reported for this product family. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence.